Event description:
Sales representative reported the wire spayed off in the patient about 3-5 inches from the distal tip as the surgeon was withdrawing the guide wire from the cannulated switching stick. Broken pieces of the guidewire were removed from the patient. No foreign bodies remained in the patient; it was necessary to make a larger incision to retrieve the broken piece with assistance of a hemostat and c-arm. The surgeon was advancing cannulated switching stick over the guidewire from disp hip pac. Despite careful advancement of the switching stick, the guide wire broke off approx 60 cm from the tip. The broken piece was seen on c-arm fluoroscopy and retrieved. The angles of approach were not extreme or abnormal, and as stated, the switching stick was carefully advanced but the guide wire still broke. The sites were prepared by advancing the spinal needle first, removing the stylet, and then placing the guide wire. There was a 15 minute delay as a result.